Event description:
The customer's mother reported via phone call that the customer had repeated no delivery alarms on their insulin pump. Customer's blood glucose was 220 mg/dl. Customer's mother stated they did not try all remedies for the no delivery alarm. The mother also reported the cannula was bent upon removal of the customer's infusion set. Customer declined to troubleshoot for the bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.